Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Motor tested ok no motor error alarms occurred during test. Unit had missing end cap sticker, missing display window glass, and bleeding display.

Event description:
Customer called to report motor error alarm during the setting, the force sensor did not detect the reservoir. Nothing further was reported.